Event description:
It was reported that the stent partially deployed, and the device was difficult to remove. The device fractured into three pieces, requiring intervention. This 6x150, 130 cm eluvia drug-eluting vascular stent system was selected for use in an angiogram procedure for peripheral arterial disease. The lesion was located in the 80% stenosed, moderately calcified, severely tortuous superficial femoral artery/popliteal artery. During the procedure, the stent partially deployed, and the device system was subsequently difficult to remove, then separated into three parts at the mid-stent location. Multiple attempts were made to deploy and remove the device. The procedure was stopped, and the patient was brought to the operating room to remove the device.

Event description:
It was reported that the stent partially deployed, and the device was difficult to remove. The device fractured into three pieces, requiring intervention. This 6x150, 130 cm eluvia drug-eluting vascular stent system was selected for use in an angiogram procedure for peripheral arterial disease. The lesion was located in the 80% stenosed, moderately calcified, severely tortuous superficial femoral artery/popliteal artery. During the procedure, the stent partially deployed, and the device system was subsequently difficult to remove, then separated into three parts at the mid-stent location. Multiple attempts were made to deploy and remove the device. The procedure was stopped, and the patient was brought to the operating room to remove the device. Per mw5156940, it was further reported that the chronic total occlusion of the left popliteal was predilated and prepared for stent placement. The previously reported surgical procedure was performed to retrieve the device; however, the attempt was unsuccessful. The patient was transferred to a different facility, and the device was retrieved intact with preserved arterial flow to both lower extremities.